Manufacturer narrative:
(B)(4).

Event description:
The customer received high results for qc material and patient samples for a1cx-2 tina-quant hemoglobin a1cdx gen.2. The specific number of samples involved was not provided. The customer repeated the patient samples on another cobas integra 800 analyzer and the results were lower. One example was provided of an initial result of 12.9% and a repeat result of 10.8%. The initial results were reported outside the laboratory. The repeat results were believed to be correct. Corrected reports were sent and there was no report of any adverse event. The reagent lot number was 12802301 with an expiration date of 8/31/2017. The field service representative found the sample probe was damaged. The customer replaced sample probe and ran performance testing. The field service representative ran calibration and qc.